Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The power pcba and the battery contact block were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic record were downloaded for review. Stryker further evaluated the replaced part at the product assessment center (pac) and was not able to duplicate the reported issue. An analysis of the electronic records showed that device unexpectedly lost power twice. As a result, the issue was able to be verified. The pac technician observed that the battery was manufactured in 2019. As per operating instructions, stryker recommends replacing batteries after 2 years of service. A cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.